Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defect main stop valve and a polluted shunt valve. The technician replaced the defective part and cleaned the valves which resolved the problem. A hcu30 checkout was performed. All operations worked as they should. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported when the hcu30 was in use on patient the unit would not warm the main side properly. No negative consequences for the patient were reported. (B)(4).